Event description:
Attempts for additional information have been unsuccessful to date, however a review of in-house programming history revealed that the diagnostic results are within normal limits.

Event description:
It was reported through clinic notes, received on (B)(6) 2012, that the patient had a seizure on (B)(6) 2012. This was the patient's first seizure in several years. A week later, the patient had a seizure at the physician's office. At that time her vns settings were adjusted. The patient's pre-vns baseline seizure frequency is unknown. No further seizures were reported during the office visit in (B)(6). Attempts for additional information are in progress.

Manufacturer narrative:
Review of in-house programming history.

Manufacturer narrative:
.